Event description:
Litigation records ad 3&4 (B)(6) 2023 alleges on (B)(6) 2021, the depuy corail® stem at the neck on the patient's right hip, without warning, suddenly and catastrophically fractured at the neck while patient was simply walking. Patient suffered significant damages including, but not limited to physical injury, economic loss, pain and suffering, and will continue to suffer damages into the foreseeable future. Doi: (B)(6) 2011. Doe: (B)(6) 2021. Dor: (B)(6) 2021. Affected side: right hip.

Manufacturer narrative:
Product complaint # : pc-(B)(4). E3 initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received: on (B)(6) 2021 clinic visit, patient diagnosis include difficulty in walking, not elsewhere classified, overall 50 % improved w/ being able to put on his sock. However, continues to be limited for walking more than 1 mile due to increased soreness and still get occasional popping.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device lot number:5077769, product code:3l92503 and no non-conformances / manufacturing irregularities related to the malfunction were identified. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification.for this batch, there was no deviation or non-conformance. Returned product(s) analysis not applicable, no product returned. This analysis has not highlighted any chaumont defect: the need of corrective actions is not indicated. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device lot number:5077769, product code:3l92503 and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d3, d4 (primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, b7 and h6 (health effect - clinical code) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2014, the patient underwent a right hip arthroscopy with labral repair, fractional lengthening of the iliopsoas tendon and extensive debridement and synovectomy due to a right hip snapping iliopsoas tendon due to impingement syndrome. The right hip implant was noted to be well-fixed and stable. On (B)(6) 2011 patient had a right total hip arthroplasty. (No specifics provided in this set of medical records) on (B)(6) 2014 medical records note the patient underwent a right hip arthroplasty approximately three years ago. The patient has noticed more pain, limited mobility, numbness or tingling downright lateral aspect of the leg. Radiographs noted narrowing of the l5-s1 disc space with foraminal stenosis. On (B)(6) 2014 medical records note the patient is having follow-up after getting a right hip iliopsoas injection. Patient shows pain and mild crepitus on (B)(6) 2014, the patient had a right hip arthroscopy with anterior labral repair and osteoplasty of the femoral neck and acetabulum with labral debridement and chondroplasty, with extensive synovectomy to address right hip femoroacetabular impingement with anterior labral tear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: litigation records ad 3&4 aug 2023 alleges on (B)(6) 2021, the depuy corail® stem at the neck on the patient's right hip, without warning, suddenly and catastrophically fractured at the neck while patient was simply walking. Patient suffered significant damages including, but not limited to physical injury, economic loss, pain and suffering, and will continue to suffer damages into the foreseeable future. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. (B)(4) - x-rays from disc. The x-ray investigation revealed that the neck trunnion of the corail amt collar size 13 fractured into two pieces, one of them still attached to the articuleze m head 36mm +1.5. A manufacturing record evaluation was performed for the finished device product code: 3l92503 lot number: 5077769, and no non-conformances or manufacturing irregularities were identified. Although a definitive cause for device fracture is not established, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the corail amt collar size 13 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 3l92503 lot number: 5077769, and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added : b7. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b6 and b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.